Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on (B)(6) 2014 which refers to a female patient of unspecified age who had an attempt to insert essure on (B)(6) 2014 and the following adverse events occurred. The physician wanted to remove the device following a release problem. The coil that would have uncoiled at distal extremity broke in two. There was still a piece of the coil that could not be removed by hysteroscopy or by celioscopy at patient's uterine horn level. Finally, the device was not placed. Novasure procedure could not be performed. The device was kept at the hospital. No further information was provided. (B)(6) assessed the event with essure as near incident. Criterion of seriousness: not applicable. Causal relationship between the event and essure: not applicable.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: as of (B)(4) 2014, no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect at this time. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this case reported complication of insertion due to a deployment issue, breakage during removal as well as difficult to use. These reported events are not necessarily indicative of a quality defect. No additional ae case reports have been received to date in relation to batch number (B)(4). No batch signal can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that breakage is an anticipated event. Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this medically confirmed report refers to a female patient of unspecified age who had an attempt of essure (fallopian tube occlusion insert) insertion and experienced essure release problem- coil that would have uncoiled at distal extremity, the coil that would have uncoiled at distal extremity broke in two, there was still a piece of the coil that could not be removed at patient's uterine horn level and complication of device insertion. All the events are considered non-serious. Upon receipt of technical investigation, the event the coil that would have uncoiled at distal extremity broke in two, interpreted as a device breakage and previously considered unlisted according to reference safety information for essure, was updated to listed (anticipated) while the remaining events are listed. The event the coil that would have uncoiled at distal extremity broke in two (assumed as device breakage) was regarded as near-incident due to the reported breakage. During difficult insertion, single cases have been reported of essure breakage. In this particular case, it was mentioned that the coil that would have uncoiled at distal extremity broke in two. There was still a piece of the coil that could not be removed by hysteroscopy or by celioscopy at patient's uterine horn level. Finally, the device was not placed. Based on the available information and due to lack of alternative explanation, causality between the events above and essure use was considered as related. According to ptc final analysis, at the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that breakage is an anticipated event. Based on the information available, there is no reason to suspect a quality defect.